Event description:
It was reported that during the initial implant procedure, an unspecified anomaly was noted on the right ventricle (rv) lead. The rv lead was not implanted. The condition of the patient was not provided.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.